Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #3 of 5: reference MFR. Report: 1627487-2016-04615, 1927487-2016-04616, 1627487-2016-04662 and 1627487-2016-04663. The manufacturer is unable to determine which leads were explanted, hence all leads are reported. It was reported the patient was no longer receiving effective stimulation as the lead had moved. The patient underwent surgical intervention at an unknown date to have the entire scs system explanted.